Manufacturer narrative:
The device was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The plug of a 6f/7f mynx control vascular closure device (vcd) stayed on the tip of the device when it was withdrawn from the patient¿s body and the mynx control vcd failed to deploy. Since the patient was obese, the physician was not confident that the manual compression would achieve hemostasis. Therefore, the physician/vascular surgeon decided to perform a cut down at the access site and sutured to close the arteriotomy. The patient's hospitalization was extended overnight as a result of the event and was recovering. The device will not be returned for evaluation since the product was disposed after the completion of the procedure. The deployer was certified on the use of the device. Heparin was used during the procedure. The device was used after an interventional peripheral procedure with a 7f 11cm cordis brite tip sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter and there was little to no vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. The tension indicator was aligned with the markers on the handle halves before attempting to deploy. The device was stored inside endovascular suite inside office. The tip of the mynx control kinked while trying to insert. The tension indicator displayed a ¿clock symbol¿ after button # 1 depression and there was no damage noted to the sealant sleeves after removal.

Manufacturer narrative:
As reported, the plug of a 6f/7f mynx control vascular closure device (vcd) stayed on the tip of the device when it was withdrawn from the patient¿s body and the the mynx control vcd failed to deploy. Since the patient was obese, the physician was not confident that the manual compression would achieve hemostasis. Therefore, the physician/vascular surgeon decided to perform a cut down at the access site and sutured to close the arteriotomy. The patient's hospitalization was extended overnight as a result of the event and was recovering. The deployer was certified on the use of the device. Heparin was used during the procedure. The device was used after an interventional peripheral procedure with a 7f 11cm cordis brite tip sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter and there was little to no vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. The tension indicator was aligned with the markers on the handle halves before attempting to deploy. The device was stored inside endovascular suite inside office. The tip of the mynx control kinked while trying to insert. The tension indicator displayed a ¿clock symbol¿ after button # 1 depression and there was no damage noted to the sealant sleeves after removal. The product was not returned for analysis. A product history record (phr) review of lot f1935201 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿deployment difficulty-unable¿ and ¿arterial repair¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported events could not be conclusively determined. Procedural factors, such as the product kinking during insertion reported, may have contributed to the reported events. Per the mynx control instructions for use (IFU), deploy sealant, it instructs users to press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This step deploys and compresses the sealant against the arteriotomy. It should be noted that if button 1 is not completely depressed, it is inadequate tamping or advancer tube moves proximal during balloon retraction, and backstop support for sealant is lost, which could result in the reported incident. Neither the phr review nor the information available for review suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.